Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn reported that the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn also stated the serious adverse events did not involve a fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2390 u/l) were collected, and the patient was diagnosed with peritonitis. The patient is treated as an outpatient with intraperitoneal (ip) ceftazidime and cefazolin (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2026, and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn reported the cause of the serious adverse events is unknown; however, the serious adverse events were not the result of a fresenius product(s) and/or device(s) deficiency or malfunction.